Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that there was a 911 call for their high blood glucose levels and diabetic ketoacidosis (dka). Customer reported that the insulin pump alarmed no delivery, but still delivered the bolus. Customer's blood glucose levels at the time of 911 call was 800 mg/dl. Customer is now in the hospital due to high blood glucose. Customer was treated with 10 units of insulin and a drip of insulin. Customer will call back to perform high pressure test once he is released from the hospital. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.